Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The device powered up properly after battery installation. Unit passed self test and displacement test. No display anomaly or alarms were noted. Unit received with all buttons working properly. Unit received with language set to netherland. Unit received with cracked case at display window corners.

Event description:
It was reported the customer's buttons were unresponsive. The customer also stated they were unable to scroll on the insulin pump. Customer also reported there was a black circle on their insulin pump. It was also found an alarm had occurred on the insulin pump, but the customer could not state what alarm as the language was changed. The customer's blood glucose was 11 mmol/l. Customer was advised to revert to their back-up plan. No additional information provided.